Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2009 and performed to specification, alongside random manual power ons, up to the 26th april 2015. An increase in voltage would suggest a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between 26th-28th april 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned, because the pad unit powers on without manual intervention.